Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative was present at the site confirmed the reported event. Investigation of the reported event found that the intra ocular pressure was not achievable due to a combination of the iop setting and pel adjustment set up by the user. Software automatically adjusted the iop to the lowest achievable minimum, resulting in the ¿incorrect¿ iop setting displaying. This is an intended function of the system. A reduction of the display of this can be made via training. The root cause of the reported event is attributed to user handling. The device functioned as intended. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to user handling. The device functioned as intended. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that, the ophthalmic system unable to achieve intro ocular pressure due to permissible exposure limit setting and after clearing the advisory the graphical user interface displayed the incorrect iop setting. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Corrected information was provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.